Manufacturer narrative:
On (B)(6) 2015 12:17 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code indicating a communication failure between the control and monitoring printed circuit boards. The ventilator was replaced with another one. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed-circuit (pc) board has been completed. It is based on an evaluation of the received device logs and further evaluation of the returned control pc board. Our field service engineer (fse) confirmed the reported technical errors in the device logs and replaced the control pc board according to the recommendations in the service manual. The ventilator was returned to service after successful functional and safety tests. The reported problem was reproduced during laboratory tests and the fault was found to be caused by a faulty crystal on the control pc board. The faulty crystal is part of the internal network for the communication to other sub-systems within the ventilator. The failure of this crystal disabled all communication to and from the control pc board and this led to the generation of the reported error codes. If the fault occurs during ventilation, it will lead to stop of ventilation. The reason why the crystal had failed has not been established from this investigation.

Event description:
(B)(4).